Event description:
Patient representative reports "left breast higher in the chest, rising in the last months", "possibility of anaplastic lymphoma", "presenting symptoms compatible with neoplasia", and "patient was terrified". No test results or biomarkers have been provided.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reports left side pain and volume increase. Additionally, healthcare professional reports capsular contracture, baker grade IV, and folds in the implant. The device remains implanted.